Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Failure to deploy the clip appears to be related to the inability to fully split the sheath. The most probable cause for the difficult or failure to split the sheath is related to the material used to manufacture the sheath. A review of the complaint handling database found similar incidents from this lot reported for difficulty or failure to split the sheath. Abbott vascular conducted root cause analysis and determined the issue may be related to manufacturing. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Event description:
Subsequent to the initial medwatch report, the following additional information was received: there was resistance while advancing the thumb advancer of the starclose se device. The starclose se clip was deployed but remained in the device. The device became stuck in the artery. There was damage to the artery that was treated with manual arterial compression.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 6fr sheath after a superficial femoral artery percutaneous transluminal angioplasty. The starclose se clip could not be fired. During step 4 [clip deployment], the device became stuck. Force was used to retrieve the system out of the anatomy. A vessel locator wing was found damaged. Hemostasis was achieved with manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.